Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that an asymptomatic patient presented to the operating room for a left ventricular assist device. Externalized conductors were suspected via x-ray. No electrical anomalies were detected. It was also noted that appropriate therapy was delivered for ventricular arrhythmias post-procedure. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.